Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad and audio anomaly. The customer¿s blood glucose level was 1.1 mmol/l and 5.5 mmol/l. Troubleshooting was done for both the issue. Customer stated that there was no difference between the level 1 and 5. Customer declined to troubleshooting for low blood glucose level. Customer stated that the buttons were responding now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The audio tones/beeps functioned properly. However, hardware low level failures alarm (variable info=3) confirmed in the pump history due to broken trace on keypad assembly.